Event description:
Physician was attempting to use closurefast device along with rfg3 (241604px0g) to treat patients great saphenous vein (gsv). Local anesthesia was used and hand compression was used. IFU (instruction for use) was followed during preparation, procedure, post-procedure. The lumen was flushed prior to use. It was reported that the catheter initially passed the generator connection check and appea red to function normally. However, during the procedure, the catheter failed to reach the target operating temperature. Subsequently, when the physician attempted to retract the catheter, resistance was encountered due to catheter kinking (coil), making removal difficult. No cycled were delivered and procedure was completed using another cf6-8-100. The treatment was successfully completed with our rfa catheter, and the vein was closed. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.